Event description:
During service by baxter, the infusion pump was found to contain failure code 538 in the event history. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information or contact was available.